Event description:
It was reported to boston scientific corp on aug 26, 2008, that a gemini stone retrieval paired wire/helical basket was being prepared for a ureteroscopy procedure in 2008. According to the complainant the basket would not open or close when they tested it outside the pt. The procedure completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unk. Although the device has been received the device has not been evaluated, therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.